Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) and informed them that a drop of blood from the aspiration tube splashed into the operator's eye while they were removing a sample in open mode on an advia 2120i hematology system with dual aspirate autosampler. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and did not find an instrument malfunction. The cause of the event was due to the operator removing the sample from the advia 2120i hematology system with dual aspirate autosampler too quickly and not wearing facial protection as required in the operator's guide. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported that a drop of blood from the aspiration tube splashed into the operator's eye while they were removing a sample in open mode on an advia 2120i hematology system with dual aspirate autosampler (sn: (B)(4)). The operator went to their occupational health department, flushed the eye and had blood drawn for baseline blood tests. The operator was tested for infectious diseases ((B)(6)) and the results reported were (B)(6) for both. There no known reports of adverse health consequences due to the drop of blood splashed in the operator's eye.